Event description:
Add'l info received from the belgium affiliate after a meeting with the police. As stated in a report from the meeting: "the police actually concluded, based on expert opinion that the pt died a natural death, probably caused by a heart problem (infarctus, etc). The pt suffered from morbid obesitas, smoker, cardiac history. The expert declared, based upon clinical evidence to the police that by no means the drugs or the pump used for the pain management could be the origin of the pt's death. Since the cause of death is medical, the pump issue becomes in fact obsolete."

Event description:
Report received from abbott international affiliate of pt death while the device was in use. The report states: "death of pt possibly related to eventual malfunction of pump. The correct identity of the pump has not been identified by the hosp anesthesia." There was no further info at this time. Further info has been requested from the abbott international affiliate, but has not been received.